Manufacturer narrative:
Suspect device received on january 28, 2026. Device evaluation completed on february 04, 2026: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and three tears (a, b and c) were noted on the anterior view measuring less than 0.1 cm all tears. Microscopic examination was performed on the edges of all tears, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The contralateral device was also received (lot number 9778116). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, off label use. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor smooth round moderate profile 125cc saline prosthesis experienced left sided deflation post operation. The issue was diagnosed through physical examination. As a result, the patient underwent bilateral replacements as following: left serial number (B)(6) right serial number (B)(6) on (B)(6) 2025. Note: based on the date of birth, the patient was 19 years old at time of augmentation. Per the IFU¿s, mentor saline implants are intended for patients at least 22 years or older. As the patient was underage at time of implantation, this is considered off label use.